Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed to open on the tower. A field service engineer arrived on site and reported to the security checkpoint, cleared the checkpoint, continued onto the pharmacy, engineer and customer went to the unit with a reported failure, customer attempted to recover the failed tower door no recovery option was provided. During inspection of the inventory items in the tower are shown as grayed out or unavailable. The fse had previously seen this situation arise where the tower had lost communications with the med station, logged into storage space configuration and selected the four-door tower and then on the bottom tool bar hit accept radio button. After two or three seconds of processing engineer exited the storage space configuration tab and had the customer login to the station. There is no longer a failed storage space icon on the home screen. Customer successfully tested access to all four tower doors and performed preventative maintenance inspection and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station failed to open the door and the system did not recognize the door. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.